Manufacturer narrative:
(B)(4): results: (pre-existing iliac stents).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 3.4 cm abdominal aortic aneurysm. Vessels were non-tortuous and non-calcified, and the pt has previously-placed bilateral bare metal iliac stents for the treatment of stenotic iliac arteries. It was reported that the iliac stents had been undergoing restenosis, so the physician decided to place an aneurx bifurcated stent graft to intervene for the iliac stenosis and also treat the small aortic aneurysm. The aneurx bifurcated stent graft was delivered without issues via a percutaneous incision, followed by the uneventful cannulation of the gate and subsequent implantation of the contralateral limb. After the complete deployment of the ipsilateral limb, the bifurcated stent graft delivery system was attempted to be withdrawn; however, the device repeatedly was getting caught on the previously-placed iliac stent. Numerous attempts were tried to remove the bifurcated delivery system, including applying significant force as well as an unsuccessful attempt to insert a wire in order to introduce a balloon to force the delivery system downward. The physician then decided to convert the pt to an open surgical repair, which was successful. The bifurcated stent graft delivery system was discarded by the user facility. No additional clinical sequelae were reported, and the pt is fine.